Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the moderately calcified. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured 10 atmospheres on the first inflation. The procedure was completed with different device. No patient complications reported.